Event description:
A lifescan sales rep contacted lifescan (lfs) in 2006 about inaccurate readings on a patient's meter compared to the hospitals' device. A medical affairs specialist (mas) sent follow up questions and obtained the following information. A lay user / patient came for a routine consultation to the hospital. When the pt came in she was not feeling well and there was a conspicuous weight loss on the patient. The patient compared meter to the hospital and obtained the following results: the ultra meter read 120 mg/dl and the hospital device reading 300 mg/dl. The patient had mentioned to the hospital staff that she had been obtaining the reading of 120 mg/dl on her ultra meter for the past several days and has dosed her insulin based on the ultra meter readingts. The patient was diagnosed with ketoacidosis and treated with insulin in the hospital. She felt better two days later. The patient's meter was replaced and her subject meter was thrown away; therefore serial # or quality control test was not performed. The nurse could not provide any further information since the incident happened a year ago. The patient obtained near-normal blood glucose readings on her meter and was treated with insulin the hospital for hyperglycemia.